Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2012 and mesh were implanted. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy with gynemesh, tension free vaginal tape, obturature procedure/ transobturator urethropexy, cystoscopy and perineorrhaphy.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele, rectocele, uterine prolapsed, and stress urinary incontinence. Following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence and dyspareunia.